Event description:
It was reported that during a supply change the user remained connected to the infusion set and inadvertently delivered insulin while filling the tubing, resulting in a hypoglycemic event; the user reportedly treated with approximately 90 grams of oral carbohydrates and remained at school, and the device component involved was the tubing. Symptoms included insufficient information to characterize specific clinical manifestations beyond dizziness when low. Outcomes included insufficient information regarding the impact. Investigation included communication and interviews and an analysis of information provided. Investigation of this case revealed no device problem found and identified a usage problem consistent with an improper or incorrect procedure or method involving the tubing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.

Manufacturer narrative:
Initial.